Event description:
The event is reported as: the customer alleges that the filter was blocked prior to insertion. Another catheter was used. There was a slight delay in treatment but there was no harm to the pt.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.